Event description:
Customer reported a high blood glucose level, which reached 288 mg/dl. There was no adverse impact to the customer's blood glucose level. A pump system check was performed, and air bubbles were observed in the infusion set tubing. The customer was instructed to prime out the air bubbles using the fill tubing feature to resolve the issue.